Event description:
It was reported that the patient was admitted to the hospital for experiencing a syncope episode and a low flow alarm. Initial interrogation of the system controller revealed a low flow alarm that occurred on (B)(6) 2025 that last 9 seconds. The patient's plasma-free hemoglobin was less than 30, their lactate dehydrogenase was at 135, and their international normalized ratio was at 3.7 upon admission. Computed tomography (CT) scans were taken without contrast and appeared to show "possible malpositioning with vertical angulation of pump. Questionable hematoma and/or other collection at anastomosis of outflow tract to ascending aorta, possibly postsurgical. Mediastinal abscess cannot be excluded given internal foci of air.¿ patient was put on intravenous antibiotics for chronic recurrent pseudomonas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer's investigation conclusion: the reported event of possible pump malpositioning could not be confirmed based on the provided information. Additionally, review of the submitted log files could not confirm the reported low flow alarm. A specific cause for the reported malpositioning and low flow alarm could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of syncope, possible hematoma, and infection could not be conclusively established. The system controller event log file contained events from (B)(6) 2025. Events occurring prior to this timeframe were overwritten by newer incoming events, per design. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection, bleeding, and other neurological events (not stroke-related). This section also addresses pump parameters, including pump flow. Chapter 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.